Event description:
I am using abbott labs constant glucose monitoring products - free style products for many years, almost since 2020 - from version 1. But it seems abbott has become greedy and trying to create newer versions and getting the production done overseas and quality is very subpar. There was a recall of freestyle libre 3 plus sensors that I am having in (B)(6) 2025. I got the letter from cvs pharmacy that some of the sensors that I have are faulty - they show low glucose reading even if that is not the case. I had 9 such sensors. Now both abbott and cvs smartly pass the blame, responsibility of identifying the recalled sensors and its replacement to the customers/patients. As I got via insurance - it was very complex process-like find out the dates, how much I paid vs how much insurance paid and above all go thru very annoying process of dealing with abbott's folks(whenever they have to provide replacement - they make sure that it is not completed via web - but handled via human - who will make patient's life miserable and ask so many questions to get some answer to somehow deny the patient the replacement). I have to deal with such bad issues with their support on two occasions on (B)(6) 2026 and then on (B)(6) 2026, both the times I escalated. They sent me the email - I provided product serial #, authorization to speak to cvs pharmacy. Worst thing, the replacement they provided was also faulty. Essentially this is the fault-that even the replacement was showing low glucose reading. I compared it with onetouch fingertip device. I have recorded both the calls. Unnecessarily - abbott customer service is really harassing the customers. How come FDA hasn't taken any action against abbott? Already reported this to (B)(6) attorney general. I am not looking for replacement - as replacement are also not reliable but refund. If while doing the refund - I need to wait and during the wait- sensors expire - it should still be refunded as the delay is caused by abbott. Free libre 3 plus sensors are faulty - often shows low glucose reading and they have alarms to wake you up or even otherwise. This alarm cannot be suppressed; it can tell others around you that you have diabetes (phi or hippaa violation) also. Refer to add'l documents in i2k. Pt code: 4582. Device codes: 1535, 1559 and 1420. Reference reports: mw5186134, mw5186135, mw5186136, mw5186137, mw5186138, mw5186140, mw5186141, mw5186142.